Event description:
It was reported that during a laparoscopic low anterior resection procedure, when the device, loaded with gold load, was "approached to the rectum", the cartridge fell out inside the patient's body before clamping. The cartridge was removed with a forceps. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that he had confirmed a click sound of loading the cartridge into the instrument.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully loaded with staples. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.